Event description:
It was reported that the crosslink center locknut was broken off during final tightening. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. A visual examination found that the eyelet post was sheared during tightening. The torque applied to the eyelet post exceeded post limits.